Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Update - (B)(4) 2011 plaintiff's preliminary disclosure form was received which identified part/lot information. There is no new information that would change the outcome of the investigation.

Event description:
Litigation papers alleged the following: on or about various dates in 2008 and thereafter, pt suffered the following personal and economic injuries as a result of the implantation with the asr hip implant: pain, discomfort, swelling, weakness and right leg paresthesias which negatively affecting his ability to participate in activities of daily living, as well as increasing difficulty to get up from a seated position or sit for more than a short time, difficulty walking with incidents of falls and eventual complete femoral nerve palsy leading to multiple surgeries including: drainage of his necrotic right psoas abscess of (B)(6) 2008 at huntington hosp by dr. (B)(6) and exploratory laparotomy, lysis of adhesions, ureterolysis, resection of pelvic and right retroperitoneal and pelvic. Mass, drainage of intraabdominal abscess, and pelvic lymph node dissection on (B)(6) 2009. The asr hip implant was removed status post pelvic debridement and incision and drainage of probable inflammatory pseudotumor of iliopsoas. A new right total hip arthroplasty was implanted with subsequent arthrotomy of the right hip, excision of right greater trochanter, hardware removal of right hip trochanteric claw grip, debridement and curettage of bone and soft tissue, irrigation and closure over drain on (B)(6) 2010. Subsequently, he suffers from an impaired femoral nerve, weakness, instability resulting in falls, pain and discomfort, difficulty with stairs and inclines. He requires a custom leg brace, suffers from a leg length discrepancy, and a lack of stamina.